Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it kinked, but a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. Multiple time out patterns were observed within the pulse width data. When the looking closely at the drive mechanism components, damage was found on the outside of the tube nut, most likely where contact was made with the reservoir cap. The device went through a total of 925 pulses, guaranteeing multiple full revolutions. The contact and possibly increase in friction between these two components could not be conclusively determined to be related to the observed timeouts. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 499 mg/dl. The patient treated the hyperglycemia with an insulin pen. The pod was worn between 4 and 24 hours on the back.